Event description:
Patient reported that, in 2004, insulin leaked inside of the device's cartirdge compartment. No error messages were generated by the device. They stated that, as a result of the insulin leakage, their blood glucose increased to 675 mg/dl. Pt phoned the paramedics and was transported to the hosp, where they were treated with insulin. Pt was released in 2005.